Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic right inguinal hernia repaired in 2006 and mesh was used. During the recovery, the patient had to learn how to walk again because of damaged/entrapped ilioinguinal nerves in the pelvic area. The patient experiences severe pain daily and is undergoing pain management currently which is not helping. The patient is scheduled to have laparoscopic surgery done again with a gastroenterologist, obgyn surgeon and a general surgeon. The patient has a lump where the incision was made and adhesions. The patient has difficulty passing stool with bleeding and constipation.